Event description:
It was reported that the customer was hospitalized due to high blood glucose of 516mg/dl. It was stated that the customer was explaining unexplained high glucose for several days. Troubleshooting was performed. The customer's most recent glucose reading was 178mg/dl, and he was treated with a manual injection. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Reviewed the alarm history and found several low reservoir and no delivery alarms. Ran a fixed prime and high pressure test and they passed. The caller stated that the customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.